Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary vessel. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with a different device. No patient complications were reported.